Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the shaft of the device was detached. Access was obtained via the left forearm. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.00mm x 1.5cm x 140 cm spcb small peripheral flextome cutting balloon mr was selected to dilate the vessel. During preparation, the device was removed from the hoop, however, it was noted that there was severe resistance during removal of the balloon protector and the shaft of the device detached. The procedure was completed with a 3mm peripheral cutting balloon no patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 25cm from the catheter tip. Stretching was present from 24.3cm to 24.6cm from the catheter tip. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the shaft of the device was detached. Access was obtained via the left forearm. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.00mm x 1.5cm x 140 cm spcb small peripheral flextome cutting balloon mr was selected to dilate the vessel. During preparation, the device was removed from the hoop, however, it was noted that there was severe resistance during removal of the balloon protector and the shaft of the device detached. The procedure was completed with a 3mm peripheral cutting balloon no patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).